Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction and found that the 2500h maintenance kit needed to be replaced. The equipment has been replaced with a 2500-hour maintenance kit and has been delivered to the user. The equipment is currently in normal use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during pre-use testing, the cs300 intra-aortic balloon pump (iabp) the average negative pressure was lower than normal and the 2500-hour maintenance kit needed to be replaced. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.